Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: neither x-rays nor operative notes have been provided. The component fit and orientation per the surgical technique is unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the info provided, a definitive root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received, as these remained implanted. Therefore, the condition of the devices is unknown. As lot number of the shell is unknown, complaint history and device history records could not be reviewed. No deviations or anomalies were noted in the manufacturing process for this lot codes associated with the head, liner, stem, neck, and cable. These devices are used for treatment. The devices were used in an approved and compatible combination. Review of complaint history for the part-lot combinations of the reported devices identified no additional complaints. Primary operative notes for procedure performed on (B)(6) 2012 were reviewed. The shell was noted to fully seat with tight press fit obtained. A cerclage wire was applied above the top of the lesser trochanter and tightened down to 100 lbs and crimped to maintain pressure during the procedure. As stated in the notes, the final stem implant was not fully seated. Several mm of porous coating was noted to be exposed proximally. Further attempts to insert it were not made for the fear of a proximal femoral fracture. Once this was fully seated, torque on the insertion handle in both anteversion and retroversion showed no mobility within the femoral canal. On reducing the femoral head, the hip was taken through a full range of motion passively without stiffness. As stated in the notes, the surgeon felt that the overall stability of the hip was felt to be satisfactory. No complications were noted. With the information provided, a root cause for the reported issue remains undetermined.